Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: sep 5, 2023 section h3: evaluated by manufacturer: yes device evaluation: product evaluation was performed under magnification. The complaint device presented with the plunger rod overriding the lens. The plunger rod was puncturing the side of the cartridge which is consistent with excessive force being applied. The device assembly was inspected and presented with no issues. The plunger rod was additionally observed to be bent. The complaint cartridge presented with a lens stuck inside the neck. The lens was not removed from the cartridge. The complaint issue ¿cartridge tip cracked/damaged¿ could not be confirmed. However, the observed issue ¿cartridge crack¿ is similar to the complaint issue ¿cartridge tip cracked/damaged¿ and could not be confirmed to be related to the manufacturing or design process. Conclusion: as per complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the the preloaded intraocular lens (iol) cartridge split at the tip when the doctor was attempting to implant it. Only the cartridge tip was in contact with the patient's eye. There was no patient injury and no medical or surgical intervention was required. A back up lens was used (same model and diopter). No further information was provided.